Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the j2 in ECG r2 was clogged with rtv. The root cause for the excess rtv was unable to be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.